Event description:
The facility's materials manager reported a surgical intensive care unit infusion pump with failure code 12 during pt use. Although attempts were made by baxter technical support to obtain additional info from the reporting facility, details were not available, regarding pt status, medical intervention, age of pt, medication involved or the set up of the infusion device. The facility's materials manager stated they have no record of any pt incident involving the pump since the last baxter service event.